Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter.

Event description:
It was reported that there was difficulty filling or aspirating the reservoir. The patient reported that her pump had ¿locked up¿ three times. The date of this report was the third time and it was not clear when the previous two times occurred. A dye study and roller study were performed and both were reported as ¿ok.¿ lateral x-rays were also taken on (B)(6) 2014 and there were no noticeable issues with the reservoir bellows. The health care provider (hcp) that filled the pump was very experienced and used ultrasound during the refill procedure. The pump needed to be refilled as soon as possible as it would be empty on (B)(6) 2014. The representative would try to witness the next refill attempt on (B)(6) 2014. No patient symptoms were reported. This device system delivered bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information later reported the cause of the filling difficulty was locked valve. It was unknown the cause of the pump locking up. The pump was filled with 6cc¿s and then the patient came back one week later and filled with 39cc¿s. The patient was noted as doing fine.

Event description:
Additional information received reported that 2ml was aspirated and a bolus of 0.173ml for 11 minutes were injected. It was noted that the manufacture representative was present.